Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to "symptoms of illness, arthritis, blurred vision, tiredness, a lump under their chin, lumps in their lymphatic system like tumors, lymph nodes under the arm and always hurt". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "a lump under their chin, lumps in their lymphatic system like tumors", "the biggest lump is in their left side", "lymph nodes under the arm" and "always hurt." Health professional additionally reported the patient had "aches and pains", "lymph nodes were inflamed", capsular contracture baker grade iii, and the device was found to be ruptured. Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, a broken shell and others, missing a piece of shell (25-50%) and crease flat. A microscopic analysis was performed which identified a broken striated on the anterior. Based on the device analysis the final assessment is: a striated broken due to surgical damage consistent in the use of some surgical tool and a missing shell due to inconclusive.

Event description:
Health professional also noted "free silicone dangling in the left axilla".